Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt came in for a "routine revision", mainly to determine the estimated battery duration. The pt reported that pain relief was good, but she experienced olfactory hypersensitivity as well as dizziness problems when she was near wi-fi areas and magnetic fields, such as mobile telephones and theft detectors. The hcp did not think these events were caused by the implantable pulse generator.